Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on with blood glucose of 30 mg/dl at the time of the incident. The customer was at 301 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer had other low incidents with 40 and 60 mg/dl blood glucose levels. The customer also reported change sensor alarms. The insulin pump will not be returned for analysis.